Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. The device was returned to the manufacturer for evaluation and single ventilator inoperative alarm was found in the downloaded event log. This issue appears to have been a transient issue. No components were replaced for this issue.